Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had high blood glucose. The customer's blood glucose was 486 mg/dl, then it went 396 mg/dl and went to 432 mg/dl. The customer treated high blood glucose with manual injection. It was reported that they received insulin flow blocked alarm. The insulin pump will not be returned for analysis.